Event description:
Customer reported the infusion device shut-down without providing an error message during a cartridge change. He inserted 3 new batteries, and eventually the infusion device began to beep but the display was blank. He inserted another battery, and the infusion device turned on and completed the self-test. The alleged products were requested for evaluation. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.